Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaints: germany. It is reported that the thread cracks easily near the needle.

Manufacturer narrative:
Samples received: 1 open racepack. Analysis and results: there are no previous complaints if this code batch. We manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Received one open and used sample with the thread broken near the attachment. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Remarks: "when working with suture materials, great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.